Event description:
Per the clinic, the patient experienced intermittency with device use, and the issue could not be resolved. The patient has discontinued use of the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, november 14th, 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).